Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Receiver charge and boot tests were performed and failed due to usb connector was damaged. Functional tests were not performed due to usb connector was damaged. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded due to usb connector was damaged. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.